Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving saline via an implanted pump. The indication for pump use was spinal pain. The patient reported that he was looking to have the pump removed because he no longer needed the pump. There was no therapy allegation, but in the last 8-9 months he had noticed that the pump was irritating him. He stated, for example, when sitting he hit the pain pump. Additional information was received on (B)(6) 2022 from the patient who reported that due to extreme weight loss the device looked like it was about ready to come through his skin. He stated that he was still trying to find a doctor to remove it and had already spoken to 4 doctors.